Event description:
It was reported that the catheter placement operator inspected the catheter by flushing prior to insertion on (B)(6) 2023. When attaching the extension tubing following catheter insertion, the connection between the catheter and the extension tubing leaked liquid. The two parts could not be engaged firmly or secured. Six catheters from the same batch experienced the same problem. The operator had to replace the extension tubing. This report addresses the fourth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.